Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during basal delivery. The supplies on the pump were changed and insulin delivery was resumed. The customer's blood glucose level was not impacted.